Event description:
Caller states the patient tested 3.8 inr on the coaguchek test system and 2.4 inr on a comparison lab. Coumadin was decreased based on device result, but no adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, strip lot 321a-b10, ex 11/2007, cat/3116247.

Manufacturer narrative:
Suspect device is coaguchek test strip lot.